Event description:
It was reported that the patient returned from the operating room with a primary infusion of d5/nacl 0.9% 1000ml infusing at a rate of 75ml/hour. When the receiving nurse removed the tubing set from the device because the order for the fluids was discontinued, the nurse found that the tubing set had developed a balloon in the silicone segment. The customer also stated in review of the knowledge portal data it was found that the pump did not alarm. The customer further stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set had developed a balloon in the silicone segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. During inspection it was observed that the silicone segment tubing had a bulge, discoloration, and was weakened just below the upper fitment. Clear liquid was observed inside the set¿s tubing and drip chamber. No other abnormalities were observed on the set during visual inspection. The silicone segment was analyzed and the walls were found to be concentric. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: 310086, exp: dec20, 5% dextrose and 0.9% sodium chloride injection; curos caps attached to first, third, fourth, and fifth smartsites. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the patient returned from the operating room with a primary infusion of d5/nacl 0.9% 1000ml infusing at a rate of 75ml/hour. When the receiving nurse removed the tubing set from the device because the order for the fluids was discontinued, the nurse found that the tubing set had developed a balloon in the silicone segment. The customer also stated in review of the knowledge portal data it was found that the pump did not alarm. The customer further stated that there were no adverse effects caused to the adult patient from the event.